Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an unrecoverable fault alarm after the patient coughed. There was no reported adverse patient impact. The customer also reported the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, the driver also underwent an extended observation run with no issues or alarms observed. In an attempt to reproduce the customer-reported issue, valsalva maneuver tests were performed at normotensive and hypovolemic conditions and the driver functioned as intended. No permanent alarms were produced during these tests. During investigation testing, the customer-reported issue was not able to be reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported alarm could not be determined. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5286 follow-up report 1